Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. Unit received with partially broken retainer ring and missing reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. R&d disposition (B)(4): for (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. Reservoir was able to lock in place. Troubleshooting was performed for damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.